Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test/force test/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery. There was no indication that the product caused or contributed to an adverse event.